Manufacturer narrative:
H1: section h1 is changed to malfunction as the device is not marketed in us. This part is not approved for use in the united states; however a similar device with product ID 55840014530 and 510k #k113174 was marketed in the united states. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID 55840014530 and 510k #k113174 was marketed in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with revision surgery. It was reported that the initial surgery was done on (B)(6) 2018 for posterior spinal fixation after olif at l2 / 3, l3 / 4, l4 / 5 and on (B)(6) 2018 t9-s2ai psf+l5/s:plif. So56+ba+capstone control+gc were used in the initial surgery. Pre-operative diagnosis for this procedure was kyphosis. The patient had back pain and the rod was broken between l3 / 4. Revision surgery was performed to replace rod and screw. No fragments were left in patient body. No further complications reported. The screw was loosened.